Manufacturer narrative:
This report contains supplemental information for mentor asr reference number ip-00022243. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (grade IV). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number ip-00022243. It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 330cc mentor smooth round high profile saline breast implant and suffered right-sided capsular contracture (grade IV) postoperatively. As a result, the patient had the device explanted and replaced with an unspecified device on (B)(6) 2017. On (B)(6) 2019, mentor became aware that asr submission reference numbers ip-00022243 and ip-00027373 were duplicated. Any additional event information received will be reported under this manufacturer's report number.